Event description:
Litigation papers allege: is permanently harmed by severe metal poisoning and metallosis from the metal debris, permanently harmed, because of complications normally associated with revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2012: patient fact sheet form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.